Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a pump-stop event can be confirmed through the evaluation of the submitted log files. The controller event log file contained approximately 2 weeks of data, spanning from (B)(6) 2020 20:29:15 to (B)(6) 2020 11:45:25. A controller reset was captured on (B)(6) 2020 at 06:43:21, which resulted in a pump-stop event until 06:43:25, when the pump began to operate again. A specific for the controller reset cannot be determined. No other atypical events were captured. Besides this event, the device appeared to be operating as expected at the set speeds of 5700 rpms. The controller periodic log file contained data from 13feb2020 10:53:46 through 25oct2020 10:28:24. No atypical events were captured. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. The lvad event and periodic log files appeared to capture the pump operating as intended. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 instructions for use addresses how to properly interpret and troubleshoot all system alarms, including pump stop alarms, and addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for mlp-015063 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 26apr2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: (B)(4). It was reported that the patient's wife called the hospital stating that she found the patient in bed with a continuous alarm. She immediately placed him on new, charged batteries and the alarms stopped and the patient aroused. The patient was immediately brought into the clinic for assessment and vad interrogation. Pump off alarms were noted. Upon questioning the wife and patient, the hospital believed that the patient fell asleep on battery power which caused the alarming and subsequent pump stop when the battery power ran out. It was additionally reported that there was no damage, dirt, or dust observed on the battery clips or battery terminals that were in use at the time of the event. The patient's battery clips have been replaced as a precautionary measure. There have not been any additional pump stops, however the patient has had intermittent power cable disconnects and no external power alarms despite being connected properly to fully charged batteries. The patient's battery clips and system controller were replaced. The patient is scheduled to follow-up next week for vad interrogation or sooner if alarms continue.